Event description:
Received (B)(4) first from ethicon and then from FDA. Following mesh implant patient experienced complications.

Manufacturer narrative:
A follow up report will be submitted upon the completion of the investigation into this event.

Manufacturer narrative:
Lot history records f were reviewed. The finished good met specification for suture retention strength and ball burst strength. Sterilization records show that the lot was certified to be sterile. Review of records reveals that this product met the required specifications for the device at the time of manufacture. Clinical evaluation: chronic pain is characterized by pain that persists despite treatment and for longer than expected. There may be several pre-existing and underlying causes of pain such as obesity, poor mobility and other comorbidities that contribute to a patient's discomfort post operatively. All operative procedures have a risk of complications that may contribute to patient discomfort. Important considerations of the care givers include the necessity of operative planning with full identification of the patient's existing health and emotional issues as well as the physical specifics related to the extent of the hernia shape, size and position. The instructions for use state complications that may occur with the use of any surgical mesh include, but are not limited to pain, inflammation, infection or mechanical disruption of the tissue and/or mesh material and possible adhesions when placed in direct contact with the viscera (intestines).